Event description:
Country of complaint: (B)(6). The needle-thread-combination detached very easy, as well as the thread broke very easy.

Manufacturer narrative:
Evaluation: there are no previous complaints of this code/batch. We have received 2 open and empty packages (there were no needle nor thread inside the pack). Without any closed sample we cannot carry out an analysis in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil (B)(4) requirements. Remarks: if samples are received in the future we will re-open this notification and analyze them. With the information given a further analysis cannot be done. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified). Actions on product: n/a. Corrective/preventive actions: n/a.